Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and acute coronary syndrome. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 20 mm ion stent. The stent was deployed in overlapping fashion with previously placed proximal non-bsc stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to recurrent chest pain and back pain as a squeezing sensation associated with left arm and right arm numbness which was diagnosed as acute coronary syndrome and was hospitalized. The patient has an ongoing problem of arm pain which was diagnosed as tendinitis. EKG demonstrated nonspecific st-t wave changes. The patient was referred for cardiac catheterization which revealed 70%-80% restenosis at distal edges of the previously placed study stent. As treatment the patient underwent coronary artery bypass grafting times 2 with left internal mammary artery to the lad and saphenous vein graft to the diagonal artery. The event was considered resolved with residual effects and the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).